Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The caller was a health care provider (hcp) and the reason for the call was to get device registration information. The caller indicated that the patient had a revision of the implanted components. When asked for more details the caller indicated that the only other information that they had was that the revision occurred on (B)(6) 2023. Agent speculated that the patient did not have a revision, and the note was referring to the original implant. The caller could not provide more clarity.